Event description:
Post-surgical symptoms, chronic foot drop, left leg/hip pain, did not have any leg problems prior to back fusion. Mobility very limited. Post- surgical. Permanent bone growth on sympathetic chain of lower back post fusion.